Manufacturer narrative:
H6 (patient and health impact codes; e2402: grade 2 left vesicoureteral reflux, kidney stone, abnormal hemoglobin/hematocrit/glucose/wbc/lactic acid/troponin/albumin/alt, no efflux from left ureter, bloody efflux, enteritis, bacteremia, pyelonephritis, hypodense lesion). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic hysterectomy. It was reported that the patient experienced cutting needle separated/dislodged into cavity, left ureter transected, no efflux from left ureter, bloody efflux, extravasation, abnormal hemoglobin/hematocrit/glucose/wbc/lactic acid/troponin/albumin/alt, hemorrhagic fluid within the pelvis, cyst, infectious or inflammatory enteritis, infection, positive for klebsiella/enterococcus faecalis/e coli, renal abscess, enterobacter positive urine culture, enterobacter cloacae bacteremia, pyelonephritis, hypodense lesion, scarring, bladder inflammation, grade 2 left vesicoureteral reflux, abdominal pain, drowsiness, tachycardia, blood loss, constipation, swelling, overactive bladder, abdominal discomfort, urinary urgency, dysuria, klebsiella pneumonia septicemia, fever, pain, urinary frequency, weakness, hypokalemia, diaphoresis, headache, dyspnea, drainage from infection of PICC, body aches, myalgia, nausea, chest pain, shortness of breath, burning with urination, diarrhea, anxiety, enterobacter septicemia, depressive disorder, urinary tract infection, frustration, kidney stone, pyuria, urgency incontinence, spasms, iron deficiency anemia, tiredness, and ongoing personal injury. Patient treatment included procedure converted to exploratory laparotomy, x-rays, cystoscopy, retrograde pyelogram, CT scan, additional cautery for hemostasis, small portions of the uterosacral ligament removed, vcug [voiding cystourethrogram], pain medications, IV fluids, IV anti-nausea medication, IV antibiotics, received packed red blood cells, medication for constipation, foley catheter, stent placement, additional surgery, stent removal, multiple hospitalizations, PICC line, medications, probiotics, and removal of needle after hours of looking.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic hysterectomy. It was reported that the patient experienced cutting needle separated/dislodged into cavity, left ureter transected, and ongoing personal injury. Patient treatment included procedure converted to exploratory laparotomy and removal of needle after hours of looking.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: concomitant medical products medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: added h6 (device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b2, b5, g1, h6 (patient codes, ime e2402: pyuria, positive leukocytes, near syncope event, stiffness), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. During a laparoscopic hysterectomy the needle dislodged in the pelvic cavity due to the device being defective. The procedure had to be converted to an open exploratory laparotomy in order to locate and retrieved the needle. During the retrieval the patient incurred a left ureteral transection and a left ureteral reimplantation and stent placement had to be performed in effort to repair the injury. Due to the device failure this resulted in an significantly extended operation time. It was reported that the patient experienced cutting needle separated/dislodged into cavity, left ureter transected, no efflux from left ureter, bloody efflux, extravasation, abnormal hemoglobin/hematocrit/glucose/wbc/lactic acid/troponin/albumin/alt, hemorrhagic fluid within the pelvis, infectious or inflammatory enteritis, infection, positive for klebsiella/enterococcus faecalis/e coli, renal abscess, enterobacter positive urine culture, enterobacter cloacae bacteremia, pyelonephritis, hypodense lesion, scarring, bladder inflammation, grade 2 left vesicoureteral reflux, abdominal pain, drowsiness, tachycardia, blood loss, constipation, swelling, overactive bladder, abdominal discomfort, urinary urgency, dysuria, klebsiella pneumonia septicemia, fever, pain, urinary frequency, weakness, hypokalemia, diaphoresis, headache, dyspnea, drainage from infection of PICC, body aches, myalgia, nausea, chest pain, shortness of breath, burning with urination, diarrhea, anxiety, enterobacter septicemia, depressive disorder, urinary tract infection, frustration, kidney stone, pyuria, urgency incontinence, spasms, iron deficiency anemia, tiredness, ongoing personal injury, emotional harm, left ureter injury, permanent injuries, scarring, disfigurement, suffering, unable to perform usual activities, loss of enjoyment of life, emotional distress, tenderness, puckering of incision, enteritis, small bilateral ovarian cysts, kidney abscess, bruising, feels weak & drained, sinus tachycardia, left renal lesion, cortical lesions, cystitis, bladder pain, back pain with voiding, acute gastritis, positive leukocytes, chills, ongoing fatigue, cystic lesion, sepsis, unable to return to work, hot and cold sweat and flushing sensation, near syncope event causing the patient to fall and get a closed "fracture" of the right patella, abrasion, antalgic gait, pain with motion, right knee pain, achiness, stiffness, difficulty with prolonged walking, difficulty falling and staying asleep, & sexual dysfunction. Patient treatment included re-exploratory laparotomy, x-rays, cystoscopy, retrograde pyelogram, CT scan, additional cautery for hemostasis, small portions of the uterosacral ligament removed, vcug [voiding cystourethrogram], pain medications, IV fluids, IV anti-nausea medication, IV antibiotics, received packed red blood cells, medication for constipation, foley catheter, stent placement, additional surgery, stent removal, multiple hospitalizations, PICC line, medications, probiotics, medical treatment, surgeries, urinalysis, ultrasound, pain management, therapy, PICC line removal, renogram, flow study with mags & lasix, antibiotics for prophylaxis infection, & physical therapy.

Manufacturer narrative:
Correction: removed h6 ime e2402: bacteremia, near syncope event, added h6 (patient codes), added additional code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.